Event description:
The customer reports the issue was found at preparation for use in a therapeutic and diagnostic for flexible bronchoscopy procedure and reports some delay due new scope needed to be obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, d4 (UDI), g2. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image disappeared at angulation in up direction occurred due slightly broken charged coupled device-cable was completely broken at angulation. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use - precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
In a video call with the olympus sales representative, the customer reported that the image of the bronchovideoscope went completely out when the tip was flexed during an unspecified procedure. The procedure was completed with a similar device .there was no patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned and evaluated. Additional evaluation findings include the following: dented insertion tube. The device evaluation found no other device abnormalities. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.